Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, (B)(4) on (B)(6) 2014. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed to specification up to the (B)(6) 2017. The device records multiple manual power ons, mainly of ten minute duration between the (B)(6) 2017 and the last log entry, prior to receipt at heartsine on the (B)(6) 2017. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. During the power up most of the instructional leds remained illuminated, this indicates a fault. A "warning memory full" message was given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the fault could be attributed to membrane failure, resulting in corrosion on the membrane tail. The faults could not be replicated with the corrosion cleared. This would confirm the failure of the returned membrane due to the corrosion. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.